Event description:
When opening the sterile package to the synthetic dura (synthecel dura repair 10x12cm) the implant separated into layers. The implant was immediately removed from the sterile field. The manager was notified. The damaged implant was q-sighted and marked as damaged. A new synthecel dura repair 10x12cm was opened and used.